Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy while the device was being applied to the liver, a noise was heard when the device was fired. The staples were not released as well. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, while the device was being applied to the liver, the device did not fire. The surgeon was able to press the green button and squeeze the handle but the device did not fire. A noise was also heard during the attempt to fire. Another device was used to complete the case. There was no patient injury.